Event description:
On (B)(6) 2009, the pt reported that she bent her insulin infusion set cannula while inserting it on (B)(6) 2009. She stated she is new to pump therapy and inserted the headset with a slow motion and by hand. She was advised to insert the headset with a quick motion at a 90 degree angle. She rec'd an occlusion message on her infusion device and, when she moved her headset, she saw it was kinked. She said she discarded the headset and the box it came in. She inserted a new headset and has had no further issues. A courtesy infusion set insertion device was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.